Manufacturer narrative:
(B)(4) d10: p10-250-tlr3-s, talus chamfer rt sz 3 tps strl, lot 260f2452110. P10-310-i306-s, x-link vtmn e poly 3x6mm neu strl, lot 26080992404. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced lower extremity pain and swelling localized to the right ankle approximately 13 months post implantation. Attempts have been made and no further information has been provided.